Event description:
The daughter of a (B)(6) female patient called zoll customer support to report that the patient's battery charger was not detecting inserted batteries. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (not detecting batteries) has been confirmed. Upon investigation the battery pca board was contaminated, causing the battery detection problem. The root cause for the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contamination. The patient received a replacement battery charger/modem.